Manufacturer narrative:
At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator was not cycling, however, it does pressurize. There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Onsite evaluation/device evaluation: d4, d10, g4, g7, h2, h3, h6, h10. Results of field service representative on-site visit: a vyaire field service representative (fsr) evaluated the device onsite and verified that the oscillator would not oscillate. The fsr replaced the power module. Additionally, the preventative maintenance was performed, the airway pressure monitor and driver displacement indicator was calibrated and performance checks were performed. The field service representative confirmed the ventilator met all vyaire manufacturer specifications and is ready for patient use. Results of device evaluation: the vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported issue was duplicated. The reported problem was isolated to a faulty component, specifically a the pwm amplifier failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.